Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004 - pt underwent bilateral inguinal hernia repair. Repair of the left side was performed first with placement of a kugel patch, a second kugel patch was placed in the right inguinal space. (Note: see MDR 1213643-2012-00288 for info related to the kugel patch implanted on the right side). On (B)(6) 2004 - office visits, inflamed area at the left hernia repair site, draining pus; persistent sinus l from scar. On (B)(6) 2004 - pt underwent exploration of left groin, removal of cutaneous sinus, and excision of rejected kugel patch. On (B)(6) 2004 - office visit, left groin feeling better, now right groin swollen and tender. Mesh rejection. On (B)(6) 2004 - pt underwent exploration of right groin. Careful examination revealed that there was no evidence of any graft infection or evidence of any sinus in the area of the mesh. On (B)(6) 2005 - office visits, right groin inflamed and edematous, no infection. CT shows possible hematoma or abscess. On (B)(6) 2005 - pt underwent repair or recurrent left inguinal hernia without mesh and excision of chronic draining sinus of right groin. On (B)(6) 2005 - office visit, no infection or recurrence. On (B)(6) 2005 - office visit, right groin area inflamed, no pus. Prescribed cipro. On (B)(6) 2005 - office visit, less drainage, inflammation down. Physician notes "leave alone!" On (B)(6) 2006 - office visit, still draining serous fluid. Physician notes "will consider removal of mesh in a couple months, per pt."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The info provided indicates that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, the medical records indicate that the mesh remains implanted. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1216343-2012-00288 for info related to the other kugel patch implanted on (B)(6) 2004.